Event description:
It was reported that a flogard infusion pump experienced an air in line alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection of the device found that the device was in a good physical condition. A review of the alarm log identified an occurrence of an air in line alarm. During functional testing the device experienced an air in line alarm. This confirmed the reported condition. The cause of the air in line alarm was determined to be an out of calibration air sensor. To address this issue, the air sensor was recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.